Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient presented to the hospital and returned home two hours later. It was reported the ¿clinic sent antibiotics (unspecified) to the patient¿. At the time of this report the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.